Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that it was unknown when the staph infection began. It was noted that there was no impedance when the implant was interrogated.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp reported the patient presented them an oozing area on the edge of their pocket site. Hcp completed analysis of the puss which came back as a staphylococcal (staph) infection. Hcp tried to treat the infection with antibiotics, but it was not resolved and system was explanted on (B)(6) 2017. Issue was resolved. No device issue alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.